Event description:
It was reported that during an in-office visit there was difficulty interrogating this pacemaker. Technical services (ts) discussed troubleshooting efforts. No adverse patient effects were reported. This product remains in service.